Event description:
Pt reported obtaining blood glucose results of 681 mg/dl, which is outside the systems measurement range of 10 mg/dl to 600 mg/dl, on the compact test system. Pt took add'l insulin based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.